Manufacturer narrative:
Product event summary the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and was beyond the expected upper range. Ventricular pacing impedance rose from 985 ohms the week ending 10-aug-2012 to 1589 ohms the week ending 14feb-2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow increase in impedance until it reached a high range. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).